Event description:
It was reported that some magic 3 hydrophilic male intermittent coude catheters were bent hence the catheters were difficult to insert.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inappropriate package design. It was unknown whether the device had met specifications. The product was used for the treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the magic3 hydrophilic male intermittent coude catheters were bent and hence it was difficult to insert them.